Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the ac power light was on and controller would show it was working but when they plugged the controller into the recharger the controller would come off and not turn on. The issue began last week thursday. Patient also mentioned their implant took a long time to charge. During the call patient removed the battery and plugged the ac power. Green light displayed on ac power. Controller would not power on. After a minute the controller would still not power on. Patient unplugged the ac power and denied damages on the ac power. Patient denied damages on the controller. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient called back stating that they received the replacement controller and needs help in changing the date as the date displayed was incorrect. Agent walked the patient through with the pairing process. Patient stated that the controller was fully charged and agent confirmed that the controller battery was at 100% and the ins was at 0%. Patient confirmed option 5 (date) is grayed out. Agent advise d the patient to charge their ins and try to change the date after. Patient confirmed recharging excellent. Agent reviewed information. Patient commented that they were possibly 'shocked' by their stimulation in the past and inquired about programming and settings and agent reviewed that all settings are the same as previously.